Event description:
A patient was in the or for a laparoscopic supracervical hysterectomy. After the uterus was removed, the assisting gynecologist was irrigating the area. The bovie was on the field lying on the patient (on top of drape) and was under a wet towel which may have gotten wet while during irrigation). Staff, anesthesiologist and assisting doctor report that the attending gynecologist noticed a spark coming from the area, bovie made noise (as if turned on), and within 3 seconds the doctor saw a bright orange glowing coming from underneath the towel and doctor immediately swiped the rag and threw the bovie off the field. After this incident, a black burn area was noted on the drape. When drape was removed, the patient had an approximately 1 inch burn to the left lower quadrant/groin area (minor injury). Risk management is still collecting data.